Event description:
During the pulsed field ablation procedure, air was aspirated from the sheath when the volt catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.